Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The field service engineer was dispatched to address the ergo errors reported on the system. The engineer reviewed the system logs, which showed multiple error 23062 events associated with the ergo column, and subsequently replaced the column axis motor as part of the corrective action.

Event description:
It was reported that during a procedure using the da vinci 5 system, the system generated errors related to the ergo column. The staff attempted to resolve the issue by power cycling the system, verifying the brakes, and checking for obstructions, but these actions did not resolve the error. The ergo was subsequently disabled, and the procedure continued as planned while a follow-up with field service was requested to address the issue. The procedure was completed as planned with no report of patient injury.

Manufacturer narrative:
The affected part was replaced as a part of the field action and will not be returned for the failure analysis investigation.

Event description:
Refer to h11 for follow-up information.